Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism and non-specific EKG/ECG changes was unable to be determined. The reported patient effect of air embolism and non-specific EKG/ECG changes, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, an air embolism was identified while aligning the clip with the steerable guide catheter (sgc). Concurrently, changes were noted on the electrocardiogram (ECG). After approximately 2¿3 minutes, the ECG stabilized, and no further air was visualized. The procedure was then continued, and the clip was successfully deployed. The mr was reduced to grade <1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.